Event description:
During implant, a loss of capture was observed on the low voltage lead after it was implanted. The physician elected to reposition the lead but observed the helix was already retracted. The event was resolved by redeploying the helix and repositioning the low voltage lead. The patient was in stable condition.